Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated false low patient with low anion gaps for sodium (na) and chloride (cl). The customer did not provide patient demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and reviewed ise (ion selective electrode) calibration report, which confirmed sodium (na) reference calibration adc (analog to digital) values for level 1 had a large shift. The fse inspected the analyzer and confirmed the carbon bridge was the cause of the issue. The fse replaced the carbon bridge to resolve the issue. The fse performed system verification successfully. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the carbon bridge the beckman coulter identifier is case-(B)(4).